Event description:
Pt reported that they went into diabetic ketoacidosis several times during 2004 - no medical treatment was received. Pt self-treated high blood glucose by delivering insulin via injection.